Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.5/+3.0/088 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was reported as having excessive vaulting and significant reduction of irido-corneal angles. The lens remains implanted. Explantation of the lens is not planned to date. The reporter indicated the cause of the event was unknown.